Event description:
The device was used during a lavh procedure. Reportedly, the stylet did not advance properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.